Manufacturer narrative:
The investigation into the purge sidearm leak has been completed. The device was not returned for evaluation. However, the clinical information was sufficient in determining the root cause, given previous investigations for the same failure. It was concluded that the cause of the purge leak was sidearm yellow luer damage was as a result of excessive force. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 78yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that during a purge cassette change, the purge sidearm broke off. A purge bypass was performed. There was no patient harm reported.